Manufacturer narrative:
(B)(4) no consequences to the pt were reported. (B)(4) valve leaks are not specifically labeled in the IFU. Event eval: still under investigation.

Event description:
The zenith flex aaa endovascular graft bifurcated main body deployed perfectly within pt. However, there is a complaint on the black vise leaking blood when it was in full closed position. Add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.